Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that during patient use the ventilator stopped ventilating. The error log showed invalid pbaro sensor. It is unknown if there was any harm to the patient.